Event description:
The customer reported that the pump's battery was depleting too quickly. There was no mention of an adverse impact on the customer's blood glucose level. Technical support advised the customer to plug in the device to gather usage history, which would assist in further troubleshooting. The customer declined a scheduled call back, indicating they would initiate contact when available.